Event description:
The information received from the (B)(4) study indicated that the patient suffered a neurological event during the index procedure. The patient had visual field loss on both sides. The patient had a brief episode of blurred vision in both eyes simultaneous with low blood pressure (patient's heart rate dropped to the mid 30's transiently). The event occurred after balloon inflation. Neurology felt this was most likely due to stretching of the carotid sinus baroreceptors during the stenting procedure, this resolved within the next few hours. There were no other complications, except for transient bradycardia. The patient was transferred from the pacu to the neurosurgical intensive care unit where he was observed overnight. His bout of hypotension was managed with a fluid bolus and discontinuation of his antihypertensives. The event had a sudden onset and the patient had full recovery in less than 24 hours with no deficit. At the time of dismissal, the patient was ambulating independently and tolerating oral diet. The event was reported to be unrelated to the cordis device or anti-coagulation, but related to the index procedure. The patient was discharged the following day and there was a major adverse event at discharge.

Manufacturer narrative:
Concomitant medications: pre, post-procedure and discharge medications include aspirin and clopidogrel. The device is not available for evaluation. Per lake region report (B)(4): lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02427639 (lr packaging l/n# 02427639, 71010505). This packaging lot contained 128 units, which were shipped from lake region medical on november 15, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of two devices used in the same patient and reported under manufacturing report numbers 9616099-2011-00249 and 1016427-2011-00031. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
The information received from the (B)(4) study indicated that the patient suffered a neurological event during the index procedure. The patient had visual field loss on both sides. The patient had a brief episode of blurred vision in both eyes simultaneous with low blood pressure (patient's heart rate dropped to the mid 30's transiently). The event occurred after balloon inflation. Neurology felt this was most likely due to stretching of the carotid sinus baroreceptors during the stenting procedure, this resolved within the next few hours. There were no other complications, except for transient bradycardia. The patient was transferred from the pacu to the neurosurgical intensive care unit where he was observed overnight. His bout of hypotension was managed with a fluid bolus and discontinuation of his antihypertensives. The event had a sudden onset and the patient had full recovery in less than 24 hours with no deficit. The patient was discharged the following day and at the time of dismissal, the patient was ambulating independently and tolerating oral diet. The event was reported to be unrelated to the cordis device or anti-coagulation, but related to the index procedure. The patient's medical history includes abnormal stress test, coronary artery disease, hypertension and high risk criteria of an abnormal stress test. The device is not available for evaluation. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 02427639 (lr packaging l/n# 02427639, 71010505). This packaging lot contained 128 units, which were shipped from lake region medical on november 15, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Hypotension, hypoperfusion and the resultant tia like symptoms are well-known potential adverse events associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Hemodynamic depression during carotid artery stenting procedures is a common event and is most likely related to coronary sinus reflex or vagal response. The vagus nerve enters the thorax between common carotid artery and subclavian artery and descends downward. During balloon inflation or stent deployment, pressure can be exerted on the nerve stimulating a parasympathetic response, i.e. Bradycardia, hypotension, heart block, asystole, etc. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process.